Event description:
When the surgeon inserted the instruments to manipulate the sutures, the rubber from the top of cannula appear in the shoulder joint. With the grasper managed to pick out the rubber. There were no adverse effects to the pt.